Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure the picture of the camera is gone. After a short period the picture is back. No harm to patient, user or third reported. No negative consequences reported.

Manufacturer narrative:
Result of investigation: the most likely cause is that the camera head cable was responsible for the image failure. The camera head cable was mechanically damaged (cut and hole in the cable) and may have caused this failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the most probable root cause is that the mainboard of the tc201 is defective. As this is used for communication with all other products via the hive bus. The event is filed under internal karl storz complaint ID: (B)(4).